Event description:
Obgyn reported when patient was seen in follow up visit in the office, there were external burns in the perineal area. Patient had endometrial ablation procedure performed by same obgyn at (B)(6) on (B)(6) 2018 using minerva device. The physician stated there were no complications noted at the time of the procedure. The obgyn reported the issue to the rep and the medical (B)(4) at minerva.